Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported needle is syringe is leaking."

Manufacturer narrative:
H.6. Investigation: one sample received for investigation, visual inspection and leakage test was performed, no defects found. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. CAPA#1132752 was initiated.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported needle is syringe is leaking."